Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh1866 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezh1866) have been reported from one (B)(4) facility.

Event description:
It was reported by nurse that a patient had a groshong PICC placed on (B)(6) 2016 at the right upper arm under ultrasound guidance. When transfusion was conducted in the department, it was found that there was effusion at the puncture point. The catheter was removed from the body for 5 cm. It was found that the catheter was fractured 2 cm away from the puncture point with leakage (subcutaneous). The catheter was then trimmed and was continuously used after replacement of the new connector.